Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized. On an unknown date during hospitalization, the patient started treatment with an unspecified intravenous (IV) antibiotic (drug name, dose, frequency, and duration not reported) and intraperitoneal vancomycin (1 g every three days) for peritonitis. Dianeal therapy remained ongoing. On an unknown date prior to discharge from the hospital, the IV antibiotic was discontinued. Six days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient is recovering and treatment with vancomycin is ongoing with three more doses (from the time of the report) until completed. No additional information is available.